Event description:
I have suffered every month with heavy bleeding/periods that would last 7-10 days with some menstrual cycles coming twice a month, passing a number of blood clots, severe cramping that at times I have had to go to the ER, sever pelvic pain, back pain and even headaches along with some cramping in my legs. Let's not forget to mention the unexplained rashes at times. I've had my surgery (B)(6) 2013 and had my fallopian tubes removed with the coils, novasure ablation with a d and c done. Since surgery I have been to doctor twice, the ER once, and now the ending status is, my female insides are gone due to essure and now it's time for full hysterectomy here in (B)(6) 2014.

Event description:
(B)(4). Follow-up - after 5 1/2 weeks later of having essure coils and fallopian tubes removed along with novasure ablation and d and c done ((B)(6) 2013), I was back in hospital to have a hysterectomy because of the severe bleeding and pain ((B)(6) 2014). I also learned that my left coil had migrated and novasure did more damage to my uterus. Well about 2 1/2; weeks later after hysterectomy I became very sick (sepsis)((B)(6) 2014). Due to a complication of surgery I developed two nasty abscesses, that lead to an infection in my blood which landed me in the hospital for about 4 days on heavy IV antibiotics and sent home wearing a drainage bag for a week, if I would have waited any longer I may not have been here today. Although I thought the worst was over, I continued to have severe pain in my abdomen. Well what they thought was ovarian cysts turned out to be scar tissue that is caused by essure coils pet fibers that causes inflammation that causes scar tissue throughout our bodies, the scar tissue covered my left ovary and my bowels. Therefore my left ovary could not be saved and had to be removed ((B)(6) 2014). All of this could have been avoided had the doctors and owner/maker of essure been honest and upfront of the dangers of the device. As of today almost a year later after that surgery my body is still fighting lots of inflammation which is causing scar tissue and degeneration in my back. All of this results in having a medical device only 22 months. So much for it having minimal side effects, non-hormonal, no down time, in and out procedure.

Event description:
(B)(4). Recently back in (B)(6) 2014 I had to have a hysterectomy leaving ovaries due to pet fibers and the other chemicals I developed a serious infections and was hospitalized. And also due to the inflammation the pet fibers cause, I had serious scar tissue build up that made me undergo yet another surgery in (B)(6) 2014 to remove my ovary. Twenty two months with essure aka ehell and I have lost my womanhood.